Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. The device was not returned for evaluation. Photographs of the explanted devices were provided but did not provide anything of note to this investigation. The device was manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot and sterile lot referenced. Medical review of the operative notes and x-rays provided did not identify the source of the reported infection. No medical records and pathology results on the reported infection were provided for evaluation. No further investigation is required at this time.

Event description:
The arthroplasty was revised due to infection and pain. The components were implanted in situ for ~ 1.25 y. The tibial and femoral components were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-400, lot bhne, description: tibial tray; cat 5517-f-402, lot stp8k1, description: femoral condyle; cat 5551-g-299, lot a416, description: patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The arthroplasty was revised due to infection and pain. The components were implanted in situ for approx 1.25 y. The tibial and femoral components were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 6.